Manufacturer narrative:
On 27-jul-2020, it was found that wrong procedure type was stated on the previous report. The patient underwent primary breast augmentation with the suspected medical device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 375cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture and paresthesia. On (B)(6) 2013, her physician stated that her right implant was fixed to the chest wall and was high, tight, and lateral. The diagnosis of capsular contracture was confirmed by the physician. In addition, the patient reports that she has been feeling burning sensation above the right implant since (B)(6) 2012. The patient feels pain occasionally in right-sided scar tissue above the implant. As a result, the patient is scheduled to undergo removal and replacement with an unspecified breast implant in (B)(6) 2020.